Manufacturer narrative:
The host module was received, and a visual assessment of the returned sample revealed no obvious nonconformities. The returned host module sample was installed into a calibrated the ophthalmic vision system and turned on. The host module sample successfully completed an 8- hour burn-in and 5-minute test in sculpt mode. The sample was tested and found to be functioning as intended. Although the host module sample testing completed found the sample to be functioning as intended, the company service representative found the host module to be nonconforming during the onsite assessment. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. However, how these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed and replicated the reported event. A motherboard on the host module was subsequently, replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to the nonconforming motherboard within the host module. It cannot be determined, conclusively, how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console shut down on its own. Procedure details and patient involvement information is unknown. There was no report of any patient harm associated with this reported event.